Event description:
It was reported that pump display showed vertical lines on cgm graph, making screen difficult to see and affecting ability to interact with pump and read information. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump until replacement arrived.